Event description:
The hospital reported issue with proximal insufflation with vasoview hemopro 2. A new kit was opened to complete the procedure. He surgeon had no issues with tunnel during harvest.

Manufacturer narrative:
Tw (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g3,g6,h2,h3,h6,h11. Corrected section: d9. The device was returned to the factory for evaluation on 03/26/2026.an investigation was conducted on 03/30/2026. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the btt. There were no visual defects observed on the intact btt. A 25 cc syringe, filled with air was attached to the inflation port line on the btt and squeezed the syringe to inject air. The btt was able to be inflated. A 25cc syringe, filled with saline was attached to the co2 line on the btt and squeezed the syringe to spray the saline with no issues. There was no backflow observed in the co2 line. Based on the returned condition of the device as well as the evaluation results, the reported failure "improper flow or infusion" was not confirmed. The lot # 3000527232 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.